Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error messages were due water damage of the pneumatic block and expiratory flow sensor. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. . Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and 218). There was no patient injury reported as a result of this incident.